Manufacturer narrative:
As reported in a research article, redo surgery in a patient with mechanical aortic valve thrombosis using a minimally invasive approach for sutureless valve implantation. Information from the field indicated that four years post-procedure, the patient developed acute heart failure due to thrombus obstructing a mechanical aortic valve, causing severe regurgitation. Despite heparin therapy, instability led to emergency redo aortic valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It may have occurred due to procedural issues or patient-related complications, but this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "redo surgery in a patient with mechanical aortic valve thrombosis using a minimally invasive approach for sutureless valve implantation", was reviewed. The article presented a case study of a 58-year-old female patient. It was reported that on an unknown date, a 21mm regent aortic mechanical valve was chosen for implant. It was then reported 4 years post-procedure, the patient was admitted with sudden-onset heart failure symptoms. Transesophageal echocardiography (tee) noted a thrombus obstructing of the mechanical valve's leaflets, causing severe aortic regurgitation with mean trans-prosthetic gradient of 48mmhg. The patient was provided intravenous heparin therapy, however, during cardiac computed tomography evaluation the patient became hemodynamically unstable requiring inotropic support and emergent transfer to the operating room. A decision was made to perform redo-surgical aortic valve replacement. The 21mm regent valve was surgically explanted and replaced with a medium perceval sutureless valve. The postoperative course was uneventful, and the patient was discharged on postoperative day 8. [The primary and corresponding author was milos jovanovic, faculty of medicine - university of belgrade, institut za kardiovaskularne bolesti dedinje, belgrade, serbia, with corresponding email: milos.wrc@gmail.com].